Event description:
Healthcare professional reported "rupture of device" before placing it in patient. The device was not implanted. Surgery was completed with replacement device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2301 - additional device required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.